Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The returned catheter presented with bends at the distal end and kinks throughout the length as well as slight red discoloration inside the tubing. The device was tested as returned and did not spray as intended. The co2 cartridge discharged upon deactivation and was fully punctured. The foam insert was present inside the handle with the slits in the foam facing downward toward the co2 cartridge. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device did not spray. The returned catheter was tested with a sample device and sprayed as intended. The handle was disassembled and the tubes were disconnected for removal of any powder. Small, hard clumps were present in the front tube connecting the on/off valve to the powder chamber. Loose powder was present in the back tube connecting the powder chamber to the low pressure valve and inside the powder chamber center cannula. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. The clumps in the front tube were evaluated with a phenolphthalein testing kit and determined to contain blood. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. Information provided by the user indicates that the proximal end of the catheter was not occluded during advancement down the endoscope channel. This can result in a clogged catheter that can then create backflow and push powder, blood, and fluid back into the device, creating an internal clog. This is the most likely cause. The IFU instructs, "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. It was reported that when attempted to use the hemospray, it would not spray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, information provided by the user indicates that the proximal end of the catheter was not occluded during advancement down the endoscope channel. This is the most likely cause. The IFU instructs, "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.